Event description:
It was reported that the pt underwent a two-level acdf at c5-6 and c6-7 using rhbmp-2/acs and peek interbody devices. The pt was re-admitted to the hosp due to soft tissue swelling and shortness of breath. The pt was re-intubated, and treated with dexamethasone. No surgical intervention was required, and the pt was discharged with no long-term impairment.

Manufacturer narrative:
Although it is unk of any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.